Manufacturer narrative:
H6: investigation summary several photos were provided to our quality team for investigation. Through visual inspection, all barrels are noted to be transparent, no issues related to discoloration were identified. A device history review was performed for lot 2112097, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Molding parameters were also reviewed and verified all to be within the validated process limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our quality team's investigation, and given we did not observe any discoloration on the syringes, we cannot identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ tip syringes were cloudy/discolored. The following information was provided by the initial reporter: "the plastic is cloudy and therefore difficult to control quality of solution inside syringe."

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ tip syringes were cloudy/discolored. The following information was provided by the initial reporter: "the plastic is cloudy and therefore difficult to control quality of solution inside syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.